Manufacturer narrative:
The reported event could be confirmed. The visual inspection showed that the plate is broken. Moreover, the microscope images showed a dully surface fracture with shiny borders meaning that the fracture began as a microscopic crack or cracks (first the fracture started in the borders: they were rubbing against each other thus the shiny surface) that grew as force was applied repeatedly to the plate. The IFU clearly states: "post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important." Furthermore, the x-rays sent were reviewed by stryker¿s medical expert, and his clinical opinion about this case is the following: "it is impossible to give one root cause for a multifactorial problem. The severe smoking could be the cause for the fracture not to heal in the first place, smoking is known for the delay fracture healing. The many reoperations might have influence as well. The plate breakage is probably to blame on (micro-) movements in the screw hole area around the fracture site due to insufficient stability in the osteosynthesis in this specific patient. Apparently this patient needed more stability than the ¿usual¿ patients that suffer from a clavicular fracture." The IFU states: "if healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device." Therefore, this case is classified as user related case. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is reported that a variax clavicula plate broke 5 weeks after implantation. The plate was removed on (B)(6) 2019 and replaced with another.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported that a variax clavicula plate broke 5 weeks after implantation. The plate was removed on (B)(6) 2019 and replaced with another.